Event description:
It was reported to resmed that an astral device unexpectedly restarted and displayed an error message (sf147) related to the main blower. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed the reported sf147. However, the reported complaint could not be reproduced. The device was serviced and tested before it was returned to the customer. Resmed reference#: (B)(4).